Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net showing device in backup vvi mode. The patient visited the clinic for further assessment. A device image was reviewed, and a firmware download was performed successfully. The patient was stable before, during and after the device interrogation and will continue to be monitored.